Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The calibration and qc recovery data provided was acceptable. The field service engineer (fse) replaced the reaction cells and performed a wash of the ise. Qc was performed successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas 4000 c311 stand alone system. The initial na result was 129 mmol/l. The repeat result was 137 mmol/l.

Manufacturer narrative:
The field service engineer (fse) replaced the reagent and sample probes, calibrated the wash station, cleaned the fluidics, and performed an ise check and calibration successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.